Manufacturer narrative:
(B) (4). The stent remains in the pt. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.

Event description:
Device issue: none. Adverse event: occlusion. Onset of adverse event: 22 months post procedure. It was reported via trial that on (B) (6) 2007, the pt underwent stenting of the predilated ramus artery with one xience v stent. Approx 26 months post procedure on (B) (6) 2010, the pt had a diagnostic coronary angiography that found the index ramus artery to be "closed off." The pt's non-target vessel, left distal circumflex artery was stented with one xience stent on (B) (6) 2010. There is no plan to treat the occlusion in the ramus artery. It is unk if it was in-stent restenosis or thrombosis. No additional info was provided.